Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. The device was not returned for analysis; therefore, a full evaluation of the device could not be conducted. A correlation between the device and the reported event could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was received from the intermacs registry stating: interrogation of his lvad shows multiple low flow alarms and power surges for the past several days. Lvad turned off (B)(6) 2015. Pt wishes comfort measures only. Death: (B)(6) 2015. Additional information included: did patient experience a thrombus event (suspected or confirmed)? Yes. Thrombus event: signs or symptoms: heart failure. Thrombus event: signs or symptoms: abnormal pump parameters. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Malfunction component: pump: inflow cannula. Ae device malfunction: yes. Device malfunction causative factor: sub therapeutic anticoagulation. Additional information was requested and received from the implanting center vad coordinator: the patient presented to the hospital with nausea, vomiting, and diarrhea for 5 days as well as lvad power surges. Interrogation of the controller showed multiple low flow alarms and power surges for the past several days. Echocardiography revealed low flow in the apical cannula indicating an issue with the inflow cannula. The patient was also on dialysis and required paracentesis procedures every 1 to 2 weeks for which the coumadin would be stopped; therefore, inr values were sub-therapeutic at times. Additionally, the patient reportedly experienced some dementia from multiple previously unreported strokes. The pump was stopped in response to the symptoms and the patient was supported on milrinone, epinephrine, levophed, phenylephrine and vasopressin drips. The patient¿s family elected to place the patient on palliative care and the patient expired on (B)(6) 2015 due to multi system organ failure.